Event description:
The complaint is reported as: "cuff on et tube would not reinflate and patient required re-intubation." No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Manufacturer will continue to monitor and trend related complaints.